Event description:
Hill-rom received a report from the account stating the right head siderail was stuck in the down position and would not latch. The bed was located in the hca warehouse. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the siderail slide bracket was damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the siderail slide bracket to resolve the issue. Based on this info, no further action is required.